Manufacturer narrative:
Our product evaluation lab received one model 12tlw405f35 embolectomy catheter. The customer report of balloon could not deflate was unable to be confirmed due to occlusion of the catheter as received. Balloon was not able to be inflated due to occlusion inside inflation lumen. X-ray and visual examination showed radio opaque material at multiple locations along inflation lumen. Balloon latex and windings appeared intact. Through lumen was patent without any leakage or occlusion. No visible abnormality was observed from catheter tip, balloon and windings. Chemistry analysis was done on the occlusion material, the composition of the occlusion material is unknown. However, the occlusion was found after the product evaluation, which may be related to the use of contrast medium when inflating the balloon. The bill of materials of the product was verified, and this substance was not identified to be used in the catheter manufacturing process. The IFU states that a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. As part of the catheter manufacturing process, 100% of the units go through a balloon integrity inspection. Per the IFU instructions, the catheter should be inspected with the balloon inflated during purging. A balloon that does not inflate, leaks, or inflates in a grossly asymmetric (eccentric) manner should not be used. Caution: the amount of fluid in the syringe should be checked before each inflation. Do not exceed the recommended maximum inflation volume. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that there was a a fogarty balloon malfunction. The balloon would not deflate. There is no allegation of patient injury.